Event description:
The following has been reported: customer reported: ivenix administration set 003225 was found to have a vertical crack at the distal end of the collar upon removal from the nexus tko valve. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.